Event description:
Same case as manufacturer's # 6000089-2006-01965. It was reported that during a stenting treatment procedure in the left iliac, the express biliary ld stent became dislodged from the balloon. The physician placed a 6 fr sheath in the patient over an .035" zipwire. When the physician attempted to track the express biliary stent delivery system up and over the bifurcation, it would not track. The physician decided to remove the stent and the delivery system. During removal through the sheath the stent became dislodged from the balloon. The physician was able to remove both the ballon and the stent through the sheath with no complications. The physician tracked another express biliary stent delivery system up and over the bifurcation and positioned it in the iliac artery, which was heavily calcified. When the physician pulled the stent back into position, it became dislodged by about 1 1/2mm. The procedure was successfully completed with this express biliary stent with no patient complications. Current patient condition is reported as 'fine'.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.